Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recp1829 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient have had his catheter maintained in the same hospital since the catheter placement on (B)(6) 2019. On (B)(6) 2019, it was found that the head of the extension tube and the transparent tube body were separated.